Event description:
It was reported that during an unrelated procedure, the set screw was unable to be loosened on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen the atrial-setscrew to remove the atrial lead was confirmed. Analysis revealed the atrial-setscrew had been overtightened or over-torqued by the user/physician at the time of the implant procedure. At repositioning/explant the physician was unable to untighten the setscrew due to the setscrew being over-torqued. This is considered a user related anomaly.